Event description:
It was reported that (2) lcsk5 were used during a laparoscopy procedure. It was reported by the rep that during procedure harmonic scalpel blade operated for five to ten minutes then stopped functioning for no reason. Opened up a new blade and same outcome. The case was completed by electrocautery and increased time under anesthesia.